Manufacturer narrative:
The insulin had cracked reservoir tube lip, cracked battery tube threads, missing end cap sticker and cracked case near display window corners noted during visual inspection. The insulin pump had motor error alarm during rewind due to corroded motorhome switch. Analysis was unable to confirm motor position encoder error alarm and motion sensor test failure alarm due to motor error alarms. No check setting alarms noted during testing.

Event description:
The customer reported via phone call that they received a motor error alarm. The customer reported that they received motion sensor test failure alarm and a motor position encoder error alarm. The customer's blood glucose was 60 mg/dl at the time of incident. The customer stated that they treated the low blood glucose with food. The customer stated that the drive support cap appeared normal. The customer stated that the insulin pump was not exposed to high magnetic fields. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.